Event description:
It was reported that a patient underwent a paroxysmal atrial fibrillation (afib) ablation procedure with a thermocool smarttouch sf and an irrigation issue occurred. It was initially reported by the customer that during the operation, there was an intermittent or low irrigation on the device but not complete occlusion. A second device was used to complete the operation. There was no adverse event reported on patient. The customer's reported irrigation issue was not considered to be MDR reportable since the potential risk that it could cause or contribute to a serious injury or death to the operator or patient is remote. On 21-may-2025, additional information was received indicating the pump did not report an error, and the temperature of sf was too high, reaching 35 degrees celsius. The irrigation issue was not noticed before being used on the patient. As such, the event was assessed as an MDR reportable malfunction.

Manufacturer narrative:
Device evaluation details: the catheter was returned for evaluation. Johnson & johnson medtech conducted a visual inspection, and irrigation test of the returned catheter. Visual analysis revealed no damage or anomalies on the catheter. An irrigation testing was performed, in accordance with johnson & johnson medtech procedures. The catheter irrigation was working correctly. No malfunction was observed. A manufacturing record evaluation was performed for the finished device, and no internal action related to the complaint were found during the review. The irrigation issue reported by the customer cannot be confirmed. Although no catheter defect was identified, there may have been other circumstances or issues that occurred during the use of the device that could not be replicated during the laboratory analysis. To minimize any irrigation issue, the following product guidelines should be followed. Purge the catheter and the irrigation tubing with heparinized normal saline prior to insertion of the catheter into the patient. As part of johnson & johnson medtech¿s quality process, all devices are manufactured, inspected, and released to approved specifications. The ¿suspected medical device¿ reported in section d of this report is not marketed in USA or approved by the FDA. However, it is being reported as biosense webster considers this as a similar device to thermocool smarttouch sf approved under p030031/s078. E1. Initial reporter phone: (B)(6). If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).